Event description:
Additional information was received that high impedance was first seen on (B)(6) 2103. There was no patient manipulation or trauma: surgeon error during generator replacement occurred. Review of programming history shows that system diagnostics on (B)(6) 2013 did not indicate high impedance. The battery was at an neos condition. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of decoder data shows that high impedance was seen on (B)(6) 2013 as previously reported. The lead assembly was returned for analysis due to the following allegations of 'fracture of lead(s).' The reported 'fracture of lead(s)' allegations was not verified within the returned lead portions. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. On set of setscrew mark was seen on the connector pin, provide evidence that proper contact between the setscrew and the lead pin existed at least once. Two single setscrew indentations were noted at the end tip of the connector pin suggesting that the lead connector was inserted completely at one point in time. The outer silicone tubing has abrasions at multiple locations and cut openings. The lead assembly has remnants of what appears to be dry body fluid inside the inner and outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the lead;.

Event description:
On (B)(4) 2013, it was reported that after generator revision, high impedance was noted for this patient's device during surgery on (B)(6) 2013. Upon interrogation two weeks prior, everything was normal. The explanted lead and generator were returned on (B)(4) 2013 and are undergoing product analysis. An implant card indicated the lead was explanted due to a lead discontinuity. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Review of programming history. Only a portion of the lead was returned for analysis which did not reveal any anomalies.